Event description:
Dealer is stating that the connector that comes out of the tilt actuator are exposed, wire have lost connection and are exposed. Dealer is stating that he is not sure how this happened. He is stating that the wire is zipped tide out of the way from the seating system.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.